Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : describe event or problem. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that insulin (100 units in 100ml) was set to infuse at 4.48ml/hour. However, the drip was completed in 40 minutes. The infusion was programmed via pre-population (interoperability) programming. The event occurred at approximately 0540. It was reported that dextrose 10% in 0.45% normal saline (rate 200ml/hour.) Was also infusing at the time of the event via different pump module. The pump modules for insulin and dextrose 10% in 0.45% normal saline were both connected to the same pc unit. There was patient involvement but no harm.

Event description:
It was reported that insulin (100 units in 100ml) was set to infuse at 4.48ml/hr. However, the drip was completed in 40 minutes. The infusion was programmed via pre-population (interoperability) programming. The event occurred on 13 december 2023 at approximately 0540. It was reported that dextrose 10% in 0.45% normal saline (rate 200ml/hr.) Was also infusing at the time of the event via different pump module. The pump modules for insulin and dextrose 10% in 0.45% normal saline were both connected to the same pc unit. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.